Event description:
It was reported the insulin pump has stripes through the display window. No further information reported.

Manufacturer narrative:
Insulin pump was received with missing segment due to lcd cracked zebra connector. Insulin pump received with minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.